Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:29:54. During night drain cycle two, the patient's ultrafiltration reading was 787ml, indicating the home patient (hp) drained 787ml more than their maximum programmed fill volume of 1300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. (B)(4) and a 510k number will not be provided in the emdr, because the product code is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.